Event description:
It was reported during implant of the ventricular lead, the thresholds and impedance measurements were high after positioning. The lead was checked with the analyzer and the measurements were still high. The lead was not used and a new lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.